Event description:
It was reported that the subject device had water leaking. The issue was found during sedation of diagnostic procedure, that was completed with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.